Event description:
Customer reported having high blood glucose. The customer stated he had eaten before going to bed and when he saw his blood glucose, it was 400 mg/dl. The customer stated he had gotten his blood glucose down to 146 mg/dl but it increased shortly after. Troubleshooting found insulin was able to exit from the tubing and there was no leaks found on the insulin pump. Customer also reported a motor error alarm during a bolus. She stated she was able to complete the rewind sequence. The customer also reported a button error alarm had occurred. The customer could not recall any significant events leading to the alarms. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.